Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the staff are experiencing sporadic occurrence of bubbles in syringe. The customer has been using bd 10ml syringe, luer-lock tip syringe. Only some of the needles cause the bad seal. As per the phlebotomists, one out of 4 times the patient has to be re-stuck if a needle/syringe was used due to bubbles. The exact quantity of product or patient and patient information was not able to be obtained.